Event description:
It was reported that a customer experienced elevated cgm readings associated with a second occlusion alert, and during an attempted supply change the infusion set detached from the applicator; support guided a successful replacement thereafter and insulin delivery resumed, with the event associated with the ilet device and the infusion set and cartridge, consistent with improper or incorrect procedure or method and an infusion set deployed or connected incorrectly. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem, consistent with improper or incorrect procedure or method, with involvement of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.